Event description:
Customer reports: they are unable to remove the guide from the tube.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record did not indicate that there were any issues during the manufacturing of this lot. A product analysis was unable to be completed as to date no samples or pictures have been provided. Precluding any further information or evidence there is not enough information at this time to determine with any confidence what likely caused the reported issue; therefore, the root cause is undetermined. If additional information or evidence becomes available, the complaint will be reopened and the root cause reassessed. Based on the information available and the investigation findings, a formal investigation is not deemed necessary at this time. The reported condition could not confirm a manufacturing deficiency. There was no patient involvement. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.